Manufacturer narrative:
During the initial procedure, the patient¿s admitting diagnosis is unknown along with the admitting medications and medical history. The length of the lesion and vessel diameter are unknown. It is also unknown if the target site was predilated prior to stent implantation. The residual diameter stenosis after stent implantation is unknown. The stents were not overlapping and the restenosis did not involve all of the devices (but it is not currently indicated which of the stents were involved). The 100% restenosis was found when the patient returned. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 3 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00830, 9616099-2014-00831 and 9616099-2014-00832.

Manufacturer narrative:
As reported by the (B)(4), approximately 1 year after placement of 3 smart control stents in the proximal left superficial femoral artery, restenosis was observed. Poba was performed 2 months later on two separate occasions. The (B)(6) patient of unknown gender and medical history recovered approximately 3 weeks later. The rate of stenosis was 100%. On an unknown date, the patient had coexisting illness. During the initial procedure, the patient¿s admitting diagnosis is unknown along with the admitting medications and medical history. The length of the lesion and vessel diameter are unknown. It is also unknown if the target site was predilated prior to stent implantation. The residual diameter stenosis after stent implantation is unknown. The stents were not overlapping and the restenosis did not involve all of the devices (but it is not currently indicated which of the stents were involved). The 100% restenosis was found when the patient returned. It is not known which of the three stents were involved with the restenosis event. The stent remains implanted and is, therefore, not unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with stent implantation and is often associated with the progression of peripheral artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of 3 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00830, 9616099-2014-00831 and 9616099-2014-00832.

Event description:
As reported by the (B)(4) smart pms for sfa study, approximately 1 year after placement of 3 smart control stents in the proximal of left superficial femoral artery, restenosis was observed. Poba was performed 2 months later on two separate occasions. The patient recovered approximately 3 weeks later. The rate of stenosis was 100%. On an unknown date, the patient had coexisting illness.

Manufacturer narrative:
(B)(4). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 3 products involved with the reported event and are associated manufacturer report numbers 616099-2014-00830, 9616099-2014-00831 and 9616099-2014-00832.